Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a no delivery alarm during manual prime. At the time of reporting the issue, the customer's blood glucose was 571 mg/dl. The customer's blood glucose at the time of the incident was not known. Troubleshooting was performed. Insulin exited after disconnecting and reconnecting the tubing and reservoir and pushing insulin through with a plunger. A manual prime was then performed and the insulin pump alarmed no delivery. The customer was advised to revert to a back-up plan. Nothing further was reported.